Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced fluid loss. Upon revision, the fluid loss was found in the cuff, causing the device to not work. Consequently, the aus was removed and replaced. The physician thinks the cuff may have been a little tight or prepped too aggressively. No patient complications were reported.